Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: the device was visually inspected, and it was found a cut on the surface of pebax sleeve, internal parts exposed were observed. Then, the catheter was connected to carto and the catheter was properly visualized and no errors were observed. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified a cut on the surface of the pebax sleeve through which the internal parts were exposed. During the procedure, when the ablation catheter was plugged into the front of the patient interface unit (piu), an error 115 (expired catheter) was displayed on the carto 3 system. The catheter was exchanged and the issue was resolved. The carto 3 system was functioning per specs. No patient consequences were reported. The expired catheter error is not MDR-reportable. The cut on the pebax and exposed internal parts are MDR-reportable issues.